Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular lead (rv) lead exhibited high capture threshold and high pacing impedance which resulted in polarity switch. No intervention was performed. The patient was stable.